Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as sekisui is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of 12 bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation separator gel is above the serum

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper gel position - post use was observed. Additionally, retention samples from bd inventory were evaluated by functional testing, each being assessed on gel movement and the specific gravity of the gel, and the issue of improper gel position - post use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper gel position - post use. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation of 12 bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation separator gel is above the serum.